Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare provider reported a right side rupture confirmed by MRI. The device has been explanted.

Event description:
Healthcare provider reported a right side rupture confirmed by MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. .

Event description:
Healthcare provider reported, a right side rupture. Confirmed by MRI. The device has been explanted and replaced.